Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d8, d9, h3, h4, h6, and h11 were updated. Based on the results of the investigation, the presence of the color bar was unable to be confirmed. However, it is possible that the image did not display due to a faulty rear panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the camera control unit had no image and displayed a color bar. The issue occurred during preparation for use. There were no reports of patient harm.